Event description:
It was reported that during an emergent case to treat the circumflex, the lesion was predilated several times. The lesion was attempted to be crossed several times with the promus stent. During retraction, the proximal shaft where the physician was manipulating the device, became kinked then separated. Predilatation was performed again and another promus was delivered successfully. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the stent delivery system (sds) noted it was returned with blood on the distal shaft, consistent with the reported use in the anatomy. There was no contrast visible. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted, consistent with the balloon not being inflated and the stent not being deployed. The shaft separation was confirmed. The hypotube and jacket were separated 21.5 cm distal to the strain relief tubing. The fracture faces were ovaled, indicating that the hypotube had kinked prior to separating as reported. The jacket material was stretched at the separation. Additionally, there were three kinks in the hypotube, 1.5 cm proximal to the separation and 1 and 3 cm distal to the separation. There was a kink in the distal shaft 7mm distal to the guide wire exit notch. There was no other damage noted to the sds. The tip length and outer diameter of the stent implant were measured and met the manufacturing criteria. In this case, it is likely that the shaft kinked as a result of pushing against resistance while attempting to cross the lesion, and upon straightening the hypotube, the separation occurred. In most cases of shaft separation, if the proximal end of the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. The additional kinks noted may also be the result of pushing against resistance as there were no kinks noted during the prior to use inspection. The additional kinks may also be the result of preparing/packaging the product for return to abbott vascular. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. Overall, the reported failure to cross, kinks and shaft separation appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency.